Event description:
---

Manufacturer narrative:
Upon return of the lead and completion of laboratory analysis, a final report will be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis found that the lead tip was bent between the helix housing and anode right at an eight degree angle. There was blood infiltration past the helix mechanism up through the lead lumen and the helix was unable to be retracted/extended. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the reported clinical observation that this lead dislodged. Detailed analysis did not reveal any abnormalities that would have caused the lead to dislodge.

Event description:
Boston scientific received information that this right ventricular lead had dislodged days after the implant procedure and the pacing impedances had decreased. A repositioning procedure took place. While attempting to obtain good measurements, the helix of the lead was not functioning appropriately; thus, a new lead was implanted with no further complications. This right ventricular lead will be returned for analysis. No adverse patient effects were reported.